Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose and the insulin pump had blank display. The customer's blood glucose was 500 mg/dl. The customer declined the high blood glucose troubleshooting. Customer stated that the contacts on the battery cap were neither missing nor damaged. The troubleshooting was performed for the blank display and the display returned after insulin pump restart. The insulin pump will not be returned for analysis.